Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, eight lives were remaining on the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no issue related to the cautery. There were no broken cables. There was no material missing or detached from the instrument tip.